Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty during a supply change when the plunger came out of the cartridge after rewinding the ilet piston. The user suspected he may have overfilled the cartridge with insulin or air, identifying the issue as likely user error. Resolution: the agent guided the user through a complete supply change, which was successfully completed. At the end of the call, the event involved a highest recorded blood glucose (bg) of 228 mg/dl, was corrected through the ilet, and was managed without medical intervention or external assistance. No symptoms were reported during the event at the time of call.